Event description:
Allegedly patient is overweight. Allegedly femoral head shattered nearly 5 months post op. Patient complained of unusual noise, in surgery femoral head found in pieces, modular neck articulating in ceramic liner (cause of dark mark in liner). Hole in liner caused during liner removal. Top of modular neck damaged, articulating in liner. X-ray showed fragments of ceramic head as loose bodies around proximal femur.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Return of the product is expected. The device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00075 and 3003379990-2006-00048.